Event description:
The suspect device was used to test the pt's blood glucose. A result of 155mg/dl was obtained. Pt was showing signs of hypoglycemia. Pt was taken to the hosp and a lab test result was 14mg/dl. Pt was treated with glucogon and 2 ampules of dextrose.